Manufacturer narrative:
Medtronic investigation of returned suspect device finds that wire 2 and wire 4 are no longer secured to the lemo connector. The reported event was confirmed to be caused by an electrical failure mode.based on engineering investigation, the most likely root cause for this event was attributed to inadequate strain relief for the inner wires allowing breakage of the wires. A new design of the cable has been implemented on august 31, 2015; therefore no further corrective actions will be taken

Manufacturer narrative:
01/18/2016 a medtronic representative, following-up at the site, reported the surgeon abandoned the procedure after the incision had been made and patient was open - 01/19/2016 a medtronic representative performed an imaging system check-out, mechanical tests, cable grade and safety inspection areas passed. Imaging modalities 2d & 3d tests failed. O-arm pendant boots-up in stand alone mode when mobile viewing system (mvs) is connected. Broken wire on lemo end of umbilical. - medtronic representative replaced umbilical. Performed a system-check. O-arm operational. Issue resolved. System performed as intended. - return requested. Replacement mvs interface cable assy shipped to site 01/19/2016. No parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A site representative reported that, while in a spine procedure, their imaging system would not boot, would not do an exposure, and then connects and disconnects. The site representative did not observe the issue and could provide no further details. Delay in therapy was less than one hour. Incision had been made, however, the surgeon opted to discontinue the use of the imaging system, and the navigation system, and chose to abandon the procedure.